Event description:
On (B)(6) 2012 it was reported that a physician wasn't able to communicate with various patients for the last two weeks due to his programming system. They had a spare system that was used and they were able to successfully interrogate the patients. The manufacturer's consultant used his personal handheld with the physician's wand and was able to successfully communicate with the demo generator. When the consultant used the physician's handheld with the consultant's wand, the communication error was duplicated. The programming system (wand, handheld, and flashcard) was returned for product analysis on (B)(4) 2012. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Product analysis on the handheld was completed on (B)(4) 2012. During the analysis it was identified that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with a broken wire connection in the serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified. Product analysis identified that the most likely cause for the broken solder connection is wear/misuse of cable. Product analysis on the wand showed the device performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.